Event description:
It was reported that the physician treated an aneurysm during the expeerience workshop, and the web was easy to deploy in the aneurysm sac. The physician needed two controllers and the detachment does not work after several attempts. With putting a torquer on the pusher wire and screwing in both directions and manipulation with microcatheter, the web detached. The patient is reported to be good and doing fine.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The web device was implanted in the patient; however, the pusher was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system, the proximal connector bent, and the heater coil windings stretched. The implant was not returned for evaluation. The device failed continuity and resistance testing due to the damaged proximal connector and heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled / retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector damage, but the damage is consistent with the device experiencing forces exceeding the proximal connector's yield strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.